Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2005 and left total hip arthroplasty on (B)(6) 2006. Legal counsel for patient further reported that patient underwent a right hip revision procedure allegedly due to pain, elevated metal ions, inflammation and lack of mobility. A review of invoice history confirmed the primary surgery dates and that a revision procedure took place on (B)(6) 2012 to replace the modular head and taper adapter in the right hip. No other information has been provided regarding additional revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay patient's blood test results, which were unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal on metal articulating surfaces." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 3 of 6 mdrs filed for the same patient (reference 1825034-2012-01681 / 01686).